Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
As received, the device was returned for analysis. Upon interrogation of the device, it was revealed to be above elective replacement indicator (eri). Based on this information, the device was revealed to communicate appropriately with a merlin programmer and has not reached eri.